Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (pulse delivers below lower limit) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the electrode belt's inability to communicate with a monitor was isolated to a shorted esd700 diode array on the distribution node pca. The root cause investigation into the shorted diode array determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing the short on the therapy electrode pca. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt delivered a pulse below low limit.